Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had an ins device from "decades ago" that they didn't use because it created problems with their nerves and it didn't work anyway. The patient said that now they needed an MRI and wanted to know if they could have one. The agent reviewed MRI guidelines with the patient. Additional information was received from the patient on 2024-dec-02. They reported that the device did not help their bladder problem and the nerve in their leg started zapping them. Patient turned off the device and the pain stopped. The issue was not resolved and no further action will be taken.